Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine 40; dose 30.5 and baclofen 125; dose 95 via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient had the pump implanted (B)(6) 2016 but was having sciatic nerve problems. On (B)(6) 2016 the healthcare provider (hcp) moved the pump from her butt to her left lower abdomen. The patient indicated the pump was too low in her pelvic area and bladder, and it was sore. The hcp was going to revise it and move it up. Additional information was reported by the consumer on (B)(6) 2016. The patient had an interstim trial ((B)(6) 2016) and had been a candidate for the therapy because in (B)(6) 2016, during a blood patch surgery, the doctor accidentally nicked the patient's sciatic nerve and stopped her bladder. It was noted that the patient had been hospitalized for 2 weeks, prior to (B)(6) 2016, due to retention and the placement of an indwelling catheter. The patient had ic (interstitial cystitis), and had a damaged sacral nerve due to her coccyx compressing the nerve. The patient had been desperate to get the catheter removed due to the pain and other issues of indwelling catheters cause. The patient had a broken coccyx and the left side of the patient's body was more sensitive than the other. The frequency/urgency had been bad before the trial the patient was going to the bathroom every 15 minutes. The issue after the trial had been being able to urinate when sitting. It was reported that the patient's current pump placement was too close to the bladder. The patient noticed this shortly after the pump was moved to its current position, and it was planned to move the pump up approximately an inch. It was also noted that the patient was having an unrelated bladder surgery, and the pump in its current position would be in the way. The event date for this issue was reported as (B)(6) 2016. It was noted that the pump was placed to help with the patient's retention, and the pump did help but did not take it away. The pump was helping with urination because it helped her nerve damage. The patient's sacral nerve was being compressed by her coccyx. The pump also helped with her interstitial cystitis pain. It was noted that the consumer mentioned the patient had a spinal cord stimulation system, but no details were provided. Additional information from the healthcare provider indicated that the patient's medical history included interstitial cystitis and multiple drug allergies. The pump was placed posteriorly to facilitate surgical exposure. Troubleshooting that was performed related to the pump causing soreness in the pelvic area was a side port aspiration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.